Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2022. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: application effect of bipolar electrocoagulation system and traditional electrotome in thyroid surgery. Author: hu jing yunfeng xu, zhu ping. The aim of the study is to investigate the effect of bipolar electrocoagulation system and traditional eletrotome in thyroid surgery. Ninety patients with thyroid tumor underwent thyroid surgery in the hospital from (B)(6) 2017 to (B)(6) 2021. The patients were randomly divided into the control group (26 males and 19 females from ages 47 to 73 years) which uses the traditional electrotome and the test group (25 males and 20 females from ages 48 to 72 years) uses bipolar electrocoagulation system. The control group was given traditional electrotome (model gen11 - johnson & johnson) for surgery. Reported complications are wound infection, injury of recurrent laryngeal nerve and wound hemorrhage. In conclusion, the application of bipolar electrocoagulation system in patients undergoing thyroid surgery can significantly reduce surgical trauma, shorten operation time, reduce intraoperative blood loss and postoperative drainage volume, and reduce the risk of postoperative complications.